Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 22, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added exp date), g3: (date received by manufacturer), g6: (indication that this is a follow-up report), h2: (follow-up due to additional information and device evaluation), h3: (updated device evaluated by manufacturer) , h4: (device manufacture date), h6: (identification of evaluation codes 10, 11, 3331, 213, 4315). Upon evaluation of the returned sample, the reservoir lid was found to be securely attached to the reservoir housing. All capiox units are 100% visually inspected at several points in the production and packaging processes. The reported event occurred during cardiopulmonary bypass and the unit was not changed out; therefore, it is assumed that the lid was pushed back on, and the device functioned as intended to complete the procedure. A representative retention sample was obtained and inspected. The reservoir lid was securely attached to the reservoir housing with no anomalies noted. A definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the reservoir lid was not securely attached. No known consequence or impact to patient. The product was not changed out. Procedure was completed successfully.